Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was leakage during dialysis. The leakage was at the hub and the catheter was removed and replaced. There was a patient involved with no injury.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was returned for evaluation. Sample consisted of one mahurkar 14.5 fr dual lumen catheter without sideholes kit, 23 cm implant length, 40 cm overall length. A visual inspection was performed and the catheter presented signs of use (dirt and rest of blood). The hub was examined in order to confirm the defect reported, however no defects were found during inspection. Although the defect was not confirmed, the most probable root cause of the reported condition can be due to excessive force, sharp objects or improper use of cleaning agents. This failure mode is being addressed through a formal corrective and preventive action (CAPA) and health hazard evaluation (hhe). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.